Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and helped the caller reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.